Manufacturer narrative:
(B)(4). The customer reported the battery is unable to charge. There was no report of patient involvement. The unit was not evaluated by philips. The field service engineer stated the customer is ordering a new battery to resolve the issue. Based on the information provided, we will consider this a battery failure.

Event description:
The customer reported the battery is unable to charge. There was no report of patient involvement.